Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that error m-02 appeared on the vio dv integrated electrosurgical unit (iesu). The customer performed a power cycle, but the issue persisted. The field service engineer (fse) will follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on the system. The customer did not continue to use the vio dv iesu and replaced the vio dv with the force triad generator to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A system log review was performed. Per the review, the following was confirmed: the low anterior resection was performed on (B)(6) 2022 on system (B)(4). Review of the provided image is not related to the alleged complaint. The error m-02 was not verified upon reviewing the image. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: g3, g6, h2, and h3 analysis information found in h6 and h10 intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint of error m-02. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. A root cause of the failure was due to a component failure.